Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd ultra-fine¿ insulin syringe was sticking through the cover while still in the package, causing a sterile breach. There was no report of serious injury, exposure, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1cc syringe in a blister pack. Customer states that the needle is sticking out from the orange cover and caused one needle stick injury. The photo was examined and exhibited the cannula through the shield. This issue could lead to a needle stick as the cannula is exposed. A review of the device history record was completed for batch# 7289815. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle through shield and needle stick (before use) on lot # 7289815. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle in the bd ultra-fine¿ insulin syringe was sticking through the cover while still in the package, causing a sterile breach. There was no report of serious injury, exposure, or medical intervention.